Manufacturer narrative:
The device was found to be in back-up vvi mode upon receipt. The device was found to be beyond end of life due to normal battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received: device evaluation anticipated but not yet begun

Event description:
It was reported that the device went into hardware reset.